Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 120 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.